Event description:
The customer reported via phone call that her insulin pump was alarming no delivery. The customer's blood glucose was unknown. The customer explained that there were issues with the infusion set and that the infusion set would bent when inserted into the skin. The customer stated that she went through six infusion sets over a period of one weekend. The customer declined to troubleshoot for the no delivery alarms. Through troubleshooting for the infusion sets, it was found that the cannula was bent. The customer also stated that her blood glucose had been over 400 mg/dl in the past. The customer was advised that the infusion sets would be replaced. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.